Event description:
During functional testing, the device displayed "deb fault 85" "defib disabled", pacer disable", system fault 36", system fault 37" and "paddle fault" messages. There was no patient involvement in the reported malfunction